Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Power switch was manufactured before the design of the power switch was changed. The defective part was replaced, the unit was tested and passed all functional test. New power switch design was implemented, and devices included within that change began shipment on november 26th, 2013. Based on the results of the legal manufacturer's investigation, it is likely that the power switch became defective because the operating force applied to the power switch and the number of times exceeded the original assumption. The design of the power switch was changed in order to improve its resistance. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that they wanted to send in their evis exera iii xenon light source due to a broken power button noted during preparation for use. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The power switch was stuck in the 'off' position and could not be turned back 'on'. This failure was due to the unit being equipped with the old version switch, this switch will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.